Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that during treatment the cycler will complete the fill and stay in that phase for 20 min. Technical services reviewed the treatment records and discovered that there was 166% drain volume (3316ml drain/2002ml fill) in cycle 2 and a 181% drain volume (3630ml drain/2002 fill) in cycler 4. A new cycler was issued. In a follow up, the patient said there was no harm, intervention or adverse event associated with the overfills. The patient did not have to do manual treatments as the new cycler arrived within one day. The cycler is available to return as a sample device.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported that during treatment the cycler will complete the fill and stay in that phase for 20 min. Technical services reviewed the treatment records and discovered that there was 166% drain volume (3316ml drain/2002ml fill) in cycle 2 and a 181% drain volume (3630ml drain/2002 fill) in cycler 4. A new cycler was issued. In a follow up, the patient said there was no harm, intervention or adverse event associated with the overfills. The patient did not have to do manual treatments as the new cycler arrived within one day. The cycler is available to return as a sample device.